Manufacturer narrative:
A ge svc rep performed an on-site investigation. The hard drive was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed a "file system software corrupt" error message. This error message will prevent the sys from booting up. There is no report of pt injury associated with this event.